Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Each screw was broken at the shaft, approximately 16 mm below the screw head. Both screws showed signs of wear consistent with failure due to metal fatigue. Additional clinical data was not available, so a root cause for the failure could not be ascertained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient was revised due to broken screws. The patient was revised on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 11.28.2017 it was reported to k2m, inc. That a patient was revised due to a broken screw. The patient was revised on (B)(6) 2017.